Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was major leakage in the trocars. They had a problem identifying where it leaked, but they complained it was from the space between the cap and the body. As a result of the difficulties encountered with this device, the procedure was prolonged 30 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Fractured clear lens. The analysis results found that the (B)(4) device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reach as to what may have caused the incident reported. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. The batch record was reviewed and no anomalies were noted during the manufacturing process.